Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a caretaker change. The patient was treated with ceftriaxone sodium (xone) (1gm, each bag 250mg) and amikacin (70mg, start dose) for the event. The patient hospitalization, patient outcome, caretaker retraining on the proper aseptic technique and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the route of administration and frequency for xone and amikacin injection were intraperitoneal and once daily. Antibiotic treatment was discontinued 23 days after the event onset. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The caretaker was retrained on the proper aseptic technique. Correction, a2: age at time of event: the patient's correct age is 70 years. Should additional relevant information become available, a supplemental report will be submitted.